Event description:
It was reported that after a drug eluting stenting treatment procedure, the pt presented to another facility with recurring fevers. In 2004, the physician implanted an unknown size and type of taxus express2 8.8% drug eluting stent. On an unknown date, the pt was hospitalized at another facility with recurrent fevers. All blood cultures are negative and the pt's white blood cell count is normal. Multiple requests for add'l info have been made.

Event description:
In 2004, the physician successfully deployed a taxus express2 8.8% 4.0 mm x 20 mm stent in a protected distal left main artery. The pt was given an IV angiomax and integrilin bolus with accompanying drips. The stent was post dilated with a 4.8 mm balloon at 18 atms. There were no complications.